Manufacturer narrative:
A ts representative reviewed the data and confirmed that the pacing impedance measurements had increased up to 1,800 ohms on the competitor's lead. In addition sensing appeared intermittent. No inappropriate therapy was found during the review. The ts representative suggested that the lead should be continued to be monitored and to consider a lead revision if there are any sudden changes to the lead measurements. At this time, this ICD remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a competitor's right atrial (ra) lead associated with this implantable cardioverter defibrillator (ICD) presented with high pacing impedance measurements. No adverse patient effects were reported. A save to disk was performed and sent to boston scientific technical services (ts) for evaluation.